Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to do fluoroscopy or cine using wired foot switch. Upon functional testing, the fse found that the defect in the wired footswitch. Fse installed new bi-plane foot switch. After installation of bi-plane foot switch, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch would not command x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the wired footswitch. The device was returned to expected functionality.